Event description:
It was reported that the recanalization catheter tip was found to be detached after successful use in the sfa. It was unk if the tip was detached prior to use, during use, or after use. The detached tip was not visible in the pt under fluoroscopy. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.